Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had air bubbles while priming. The mother stated the issue occurred while changing out the reservoir. The mother stated the air bubbles occurred twice in the past month. Customer's blood glucose was 171 mg/dl. The mother stated the insulin pump was not rewound with a reservoir in place. It was also found the insulin was not stored a room temperature during troubleshooting. Customer was advised against this practice. The mother declined to return the reservoir for analysis.